Event description:
It was reported through a legal event that a (B)(6) male patient underwent incarcerated ventral and incisinional hernia repair surgery on or about (B)(6), 2012. During the surgery, the surgeon implanted a strattice firm mesh, catalog 2025005. After surgery, 5 years late, the patient returned to the hospital on or around (B)(6) 2017 and was diagnosed with infected mesh. On or around (B)(6), 2017, the patient had an exploratory laparotomy and infected unincorporated mesh removal.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported complications with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.